Event description:
It was reported that on (B)(6) 2022, a 27mm portico valve and a large flexnav delivery system were selected for procedure. A pre-implant balloon aortic valvuloplasty was performed using a 18mm non-abbott device. The portico valve was then successfully deployed at a non-coronary cusp depth of 3mm and a left coronary cusp depth of 3mm. It was noted that when attempting to remove the delivery system, the delivery system was still in contact with the valve and the valve migrated. All the tabs of the portico valve were released prior to attempting remove the delivery system from the patient. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 27mm portico valve and a large flexnav delivery system were selected for procedure. A pre-implant balloon aortic valvuloplasty was performed using a 18mm non-abbott device. The portico valve was then successfully deployed at a non-coronary cusp depth of 3mm and a left coronary cusp depth of 3mm. It was noted that when attempting to remove the delivery system, the delivery system was still in contact with the valve and the valve migrated. All the tabs of the portico valve were released prior to attempting remove the delivery system from the patient. No patient consequences were reported. Subsequent to the previously filed report, additional information was received and a correction has to be made. It was noted that the not all the retainer tabs of the 27mm portico valve were released prior to removing the delivery system. This was believed to be the cause for the 27mm portico valve's migration. It was noted that the 27mm portico valve migrate toward the patient's ascending aorta. The migration of the portico valve was confirmed when the implanting physician felt a shift of the valve from is original implant site when attempting to remove the large flexnav delivery system. It was noted that the final implant depth of the portico valve was 4mm before it migrated. The portico valve had been sized appropriately. There was no noted difficulty retracting the portico valve into the flexnav delivery system. There were no noted issues leading the retainer tabs into the retainer receptacle. The deployment lock had been depressed when fully deploying the portico valve. The decision was made to deploy and implant another 27mm portico valve non-emergently. The first 27mm portico valve remains implanted within the patient, but this was not considered a valve-in-valve procedure. The patient remained hemodynamically stable throughout the procedure. There were no adverse patient effects reported. The patient was stable at the time of report.

Manufacturer narrative:
An event of difficulty removing delivery system was reported. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined. Please note that per the instructions for use, "once the valve is fully deployed, confirm (under fluoroscopy, using orthogonal views) that the retainer tabs have detached from the delivery system retainer receptacle."h6 medical device problem code: 2017 code added.